Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as follow up report.

Event description:
It was reported that since last week the patient has no longer been able to hear with his device. All external parts have been exchanged; however, without success. Testing confirmed that the device has malfunctioned. No accident/fail or anything similar has been reported.